Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to ketoacidosis and high blood glucose on (B)(6) 2017 at 3:30pm-4:00pm & (B)(6) 2017 at 4:45am, with blood glucose of 600 mg/dl. The customer admitted in the hospital 2 times. The customer was still hospitalized. The customer was unable to complete troubleshooting. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.